Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 265 mg/dl, 140 mg/dl, 273 mg/dl. Customer was able to clear the alarm and also able to rewind insulin pump. Customer was performed displacement test and no reservoir was detected. Customer was performed self test and it was passed. Customer stated hardware low level failure alarm was reoccurred after self test was performed. Troubleshooting was performed. Customer stated insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test however, device alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin on the keypad assembly.